Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-8400. Unable to resolve with existing ts/labeled instructions - issue escalated no harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app. No product return is required for mmt-8400.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case as za21 rfr not reportable on mmt-8400 product.

Manufacturer narrative:
An attempt to reproduce the reported event using simplera 1.3.2 installed on iphone 12, ( os - 17.1.2 ) was conducted and confirmed the issue is not reproduced. The sg values on home screen are displayed in mmol/l as per the requirements. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). This issue is unknown. Cause and or contributing factors: we are unable to perform a thorough investigation because of the unavailability of the logs. However, we believe that it is device specific i.e either the location on the local phone is not set to switzerland or the time zone is set to a different area or the care link account created is for another country which has caused the customer to face such issues. Steps to resolve: the following steps to resolve the issue were provided to the technical support: 1. Confirm the region in the iphone settings is set to "switzerland". 2. Confirm that the timezone has been set to switzerland as well. 3. Confirm the carelink account used to login is created for switzerland. Note : after the above conditions are met . Please follow the below. 4. Change the region in your iphone settings to UK. 5. Launch the simplera. 6. Change the region back to ""switzerland". 7.see if the issue is still fixed. 8. If the issue still persists , navigate to settings â¿¿ units and select mmol there. It will modify the settings and the app will start to use mmols from that point on. Or reinstall the app. It will clear preferences and if after reinstalling the app the user logs in to switzerland - the app will work as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.